Manufacturer narrative:
The patient had a known contraindication for use with the device (previous lap band procedure). The medical records were requested and obalon will update this report if additional information is obtained. Obalon's labeling includes the contraindication for patients with prior surgeries that may have resulted in intestinal adhesions, narrowing of any portion of the digestive tract or any other condition that may inhibit passage through any portion of the gi tract. Persons whom have undergone any bariatric surgery procedure are also contraindicated. Digestive tract injury or perforation have also been identified in the product labeling as a risk of endoscopy.

Event description:
A female patient contraindicated for use for the obalon balloon system due to a prior lap band device implant that had since been removed, presented to the ed with severe pain and was admitted for possible kidney failure. The patient had three balloons implanted; first implantation date of (B)(6) 2017, second implantation date of (B)(6) 2017, and third implantation date of (B)(6) 2017. Esophageal perforation occurred during either intubating or scoping the patient for balloon removal at the hospital. The hospital was not a trained facility for obalon balloon removal and the removed balloons were discarded. The patient was transferred to another hospital for treatment and discharged with a feeding tube. The prescribing physician stated they believe the event is not device related and the perforation was due to the intubation procedure for the endoscopy.

Manufacturer narrative:
Correction of data and additional narrative based on received medical records. Medical records are attached. Corrected data: patient date of birth, weight, date of event, explanted date, and other relevant history, including preexisting medical conditions. Manufacturer narrative: the event is an esophageal perforation which occurred following a flexible egd and nasogastric tube placement. The medical records state that the patient had complications due to lower extremity edema, deconditioning and frequent falls. The patient's medical history includes diabetes, coronary artery disease and myocardial infarction with cardiac surgery of 3 heart stents, chronic lower back pain and back surgery, arthritis, emphysema, thyroid disease, cholecystectomy, hernia repair, laparoscopic gastric banding, appendectomy, and a former smoker. She presented to ed on (B)(6) 2018 for an elevated creatinine to 1.25 and dehydration. On (B)(6) 2018, she developed abdominal pain and due to concerns for possible gastric outlet obstruction or duodenal stricture, she underwent an upper egd on (B)(6) 2018, during which they patient had episodes of emesis, 2 balloons were punctured but not removed. Shortly afterwards a rapid response team was called for patient desaturation, tachycardia, and hypotension. A nasogastric tube was placed after the egd. Post-op a CT scan of her chest revealed a right pneumothorax, a small right pleural effusion and a suspected esophageal perforation. A right chest tube was placed. She was transferred to another hospital for urgent operative management of esophageal perforation. Upon arrival to the cvc intensive care unit she was afebrile, tachycardic with a heart rate in the 120s. On (B)(6) 2018 right neck exploration, repair of her esophageal perforation and endoscopic wound vac placement were performed. Performed flexible esophagoscopy, gastric balloon removal x 3, flexible bronchoscopy and bronchoalveolar lavage and right thoracoscopic decortication. Her wound vac was discontinued on 3/28/18. She had no evidence of a persistent esophageal leak and the drain was subsequently removed. She was discharged after a routine hospital course and presents for her first post-op visit. The patient is overall doing well and is recovering nicely. She does describe a weak voice with dyspnea with phonation.